Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (delivers pulse above upper limit) has been confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the computer/analog (ca) board was damaged. The cause of the failure was the damaged board. The cause of the damaged ca board was high voltage that traveled to low voltage circuitry. The root cause cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor delivered a pulse above the upper limit.